Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 27.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed signs of abrasion around 15 cm distal to the is-1 connector pin. The insulation was still intact in this region. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing with inappropriate therapies was reported. Lead damage is suspected. The patient was then admitted to the hospital for monitoring and underwent a revision of the system. The lead was explanted.